Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
Product evaluation summary: the lead segments was returned to the manufacturer and analyzed and no anomalies were found. The lead was damaged at implant.

Event description:
It was reported that the right ventricular (rv) lead had high thresholds and was repositioned three times post implant before the attempted rv lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.